Manufacturer narrative:
(B)(4). This device was not received by baxter for evaluation therefore the reported condition could not be confirmed or reproduced. No root cause could be determined. No repairs were made to fix the reported condition. (B)(4).

Event description:
Corporate product surveillance on (B)(4) 2012 received a report where the patient-controlled analgesia (pca) pump malfunctioned. It was reported that the control arm jammed and the pump did not deliver medication but recorded the deliveries. There was no patient injury or medical intervention necessary according to the hospital representative. Patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.